Manufacturer narrative:
Additional information was provided in sections d9, h3, h.6 and h.11. One opened polymer irrigation/aspiration tip in a wrench, in a bag was returned for the reported of a setting and aspiration failure. The returned sample was visually inspected and was found to be non-conforming with cross threading observed. A functional thread check and occlusion leakage test could not be performed due to the cross threads not allowing the tip to screw onto the handpiece. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. The returned non-conforming sample was received opened and could not be tested for aspiration due to the damaged tip from the cross threading observed. Based on the initial reported description that the customer stated "that the tip was inserted at an angle, so the screw could not be turned all the way" the root cause of the cross threading is customer handling and the root cause of the aspiration failure is that the tip was not threaded on the handpiece accurately so that setting failure occurred and aspiration failure occurred during ia. How and when the irrigation/aspiration tip became damaged cannot be determined from this evaluation. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is user handling as the irrigation/aspiration tip was inserted at an angle when placing the tip onto the handpiece. No further investigative or manufacturing actions are warranted at this time for the reported issue with the setting and aspiration failure as the returned sample was damaged due to user handling. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all manufactured products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, during a cataract surgery with an intraocular lens (iol) implantation, an ophthalmic irrigation/aspiration (I/a) tip was inserted at an angle. The screw could not be fully engaged, leading to a setting and aspiration failure. The surgery was completed on the same day by replacing the tip without any patient harm. Information regarding the affected eye and patient identifier is unavailable. Additional details have been requested, but none have been received to date.